Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery alarm event was confirmed with the data captured in the submitted log file. The log file captured the backup battery fault/yellow wrench alarm event on (B)(6). The alarm was active relating to a backup battery load test failure. The event detail indicated the backup battery ribbon cable was reseated as recommended. The 11v backup battery should be replaced if the alarm persisted. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the 11v backup battery (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a "replace back up battery" alarm. When connected to the monitor, the device said " replace in 28 months" and flashed once saying "replace back up battery". The battery was reseated and no alarms occurred since. The back up battery was replaced on (B)(6) 2020 and the patient performed a controller exchange on (B)(6) 2020 because of this alarm. Technical services reviewed the log and stated that the log file confirmed the yellow wrench alarms associated with a backup battery fault on (B)(6) 2020 at 8:28pm. The patient appeared to have swapped out this controller on (B)(6) 2020 at 2:27 am. Reseating the backup battery is typically the first step in troubleshooting this type of alarm. If the same alarm returns the ebb should be replaced.